Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to the electrode belt trunk cable being cut from the distribution node (dn), causing the black pulse wire to be cut as well. The belt did not pass falloff testing. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.